Manufacturer narrative:
Follow-up #1: date of submission 03/24/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) /2014 with the following findings: the keypad was observed to be torn at the ok button. All of the buttons responded intermittently to testing. The keypad cover was removed and contamination was found under all of the button contacts. The down button contact was damaged and did not spring back up after it was depressed and the ok button contact was inverted. Unrelated to the keypad issue, the display was dim, fading, and reddish in color. The battery compartment was cracked from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that multiple buttons on a new pump were difficult to press. The reporter denied damage to the keypad and moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.